Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product evaluation was performed. The investigation of the complaint articles indicates that: the returned flexible shaft was received as described with the tines on the end bent and twisted from the reamer head disconnecting. The manufactured date is nov 30, 2010. Product drawing (se_177086, rev a, flex. Welle d7.0mm bohrtiefe bis 470mm) was reviewed during this evaluation. No drawing discrepancies were identified. Given the information in the complaint that the surgeon used the flexible reamer without putting it over the reaming rod, leading to the reamer head disconnecting from the shaft, the root cause of the failure is from user error. The design of this device is adequate for its intended use. The complaint is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had an infection with a non-synthes product in the left femur. To clear the infection, a surgery to ream the medullary canal of patient¿s left femur was performed. The surgeon used a 5.0mm flexible shaft without the 2.5mm reaming rod. Consequently, the reamer head came off during surgery as the reamer was used without the reaming rod. The surgeon was able to retrieve the part using forceps. In the process, the prongs on the flexible shaft were bent and one prong broke off, but was retrieved and discarded by the facility. The shaft tip was destroyed in the process after it came disengaged from the reamer tip. Surgeon estimated a three minute surgical delay. Surgery was completed successfully without additional medical intervention and patient harm. This is report number 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. A device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.